Event description:
The physician was attempting to use a paramount mini balloon-expandable stent to treat a 14mm severely calcified lesion in the right proximal renal artery. The artery was 6 mm in diameter, moderately tortuous and had 80% stenosis. The procedure used a 6 fr non-medtronic sheath and a non-medtronic 0.024" guidewire. The device was prepped as per the IFU with no issues identified. The vessel was pre-dilated using a 3x20 pre-dilation device. The physician encountered resistance advancing the paramount mini, no excessive force was used. The stent would not cross the lesion. Stent dislodgement occurred during removal following failed delivery and the stent was removed using a gooseneck snare. The case was aborted and will be rescheduled for an attempt to reach the lesion through arm access. No patient injury was reported.